Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a fusiform abdominal aortic aneurysm. The proximal neck was 29 mm in diameter and 10 mm in length and angulated. It was reported that the endurant stent grafts were successfully implanted. A gore limb was also successfully implanted. On final angiogram a proximal type I endoleak was observed. The physician performed touch up with an equalizer balloon; however, the endoleak did not resolve. The patient will be monitored by their physician. The physician thinks the endoleak will resolve with time. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); (cause is unknown). Conclusion: (cause is unknown).